Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd safetyglide¿ needles were blocked while attempting to inject the vaccine. The following information was provided by the initial reporter: "when using this tip to vaccinate, the nurses are finding that it is almost impossible to inject vaccine once drawn up, it has been difficult to inject, requiring a larger than normal amount of plunger pressure. It is like the plunger gets stuck".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval, yes. D10: returned to manufacturer on: 27-jan-2023. It was reported that the needles were clogged. To aid in the investigation, five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Three samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that 10 bd safetyglide¿ needles were blocked while attempting to inject the vaccine. The following information was provided by the initial reporter: "when using this tip to vaccinate, the nurses are finding that it is almost impossible to inject vaccine once drawn up, it has been difficult to inject, requiring a larger than normal amount of plunger pressure. It is like the plunger gets stuck".